Event description:
Bha was performed for right femoral neck fracture. Two minutes after filling the intrathecal cavity with cement and inserting the stem, the oxygen saturation level began to gradually decrease, followed by a drop in blood pressure and the patient went into cardiac arrest. The patient was confirmed dead on the same day.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Corrected data: complaint history review (h11). An event regarding bone cement implantation syndrome (bcis) involving simplex cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate ten-packs were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 1 other similar events for the lot referenced, which relates to the same patient/device therefore no further trending is required. Conclusions: it was reported that two minutes after filling the intrathecal cavity with cement and inserting the stem, the oxygen saturation level began to gradually decrease, followed by a drop in blood pressure and the patient went into cardiac arrest. The patient was confirmed dead on the same day. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Bha was performed for right femoral neck fracture. Two minutes after filling the intrathecal cavity with cement and inserting the stem, the oxygen saturation level began to gradually decrease, followed by a drop in blood pressure and the patient went into cardiac arrest. The patient was confirmed dead on the same day.